Manufacturer narrative:
The reported events of lead dislodgement due to twiddler's syndrome, failure to capture, and an unspecified sensing issue were not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-37441, related manufacturer reference number: 2017865-2021-37443, related manufacturer reference number: 2017865-2021-37449. It was reported that a patient presented in clinic for a follow-up appointment. The patient had twiddled with her implantable cardioverter defibrillator (ICD) and it was discovered by chest x-ray that her right atrial (ra), right ventricular (rv), and left ventricular (lv) leads were dislodged due to twiddler's syndrome. The patient was shocked by the rv lead due to the dislodgement. All 3 leads had no capture and poor sensing. No symptoms reported. The physician elected to explant and replace all 3 leads. The patient was stable throughout procedure.